Manufacturer narrative:
Initial reporter name and address: initial reporter phone #: (B)(6). Device evaluated by MFR:a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd intima-ii¿ closed IV catheter system leaked. The following information was provided by the initial reporter, translated from chinese to english: the head nurse of the medical oncology department of the hospital reported that the puncture was completed for the patient, and there was leakage at the branch when the connection was ready for priming; sales rep update received, event description updated as follows: on (B)(6) 2022, district 209 found that the closed venous indwelling needle produced by suzhou bidi medical equipment co., ltd. Was used to infuse patients with fluid leakage. Immediately stop using it, seal it up and submit it to the medical equipment department.

Event description:
It was reported by the customer that the bd intima-ii¿ closed IV catheter system leaked. The following information was provided by the initial reporter, translated from chinese to english: the head nurse of the medical oncology department of the hospital reported that the puncture was completed for the patient, and there was leakage at the branch when the connection was ready for priming; sales rep update received, event description updated as follows: on october 21, 2022, district 209 found that the closed venous indwelling needle produced by suzhou bidi medical equipment co., ltd. Was used to infuse patients with fluid leakage. Immediately stop using it, seal it up and submit it to the medical equipment department.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 28-oct-2022. H.6. Investigation summary: in response to the event reported, a device history review was conducted for lot number 2137555. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided a small cracked was found during leakage testing and was located on the adapter. The returned product's parameters for swage dimension and swage length were tested and found to be outside of established parameters. Depending on pressure variance in the auto line's swage pressure it is possible of the machine to become misaligned allowing for the resulting crack to form in the device. To prevent future occurrences of this event our engineers have optimized the detection capabilities of the inspection cameras an d adjusted the manufacturing machinery to account for variance. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.